Event description:
The customer contact reported that during the incoming inspection prior to release for clinical use, it was noted that the channels 2 and 3 of the device were able to be programmed while the lockout switch was in the locked position. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).